Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed the driver tip was worn from continuous use. No device lot number was provided so a device history record review and a complaint history review could not be performed. The parts were functionally tested. The two components were confirmed to have difficulty separating and had to be forcefully disengaged. Damage was noted on the driver tip, and further testing showed that the tip no longer functions as normal. Alleged event was confirmed upon inspection. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: documents identify instructions for connecting and inserting the reported ratchet extension: subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants. ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ the root cause for the reported event could not be determined.

Manufacturer narrative:
No patient identifier reported ((B)(6)), patient date of birth not reported, weight not reported, lot number not provided, email address not provided, lot number not provided.

Event description:
The doctor reported that during a procedure to implant the device that the placement driver (impdtl) got stuck in the implant (nint413). The doctor was able to use an alternate implant and driver to complete procedure.